Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they had a prime rewind anomaly. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that they were unable to exit the preparing to prime loop. The customer was advised to hold down act button until they receive second series of beeps and/or numbers appear on the display. The customer stated that they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will not be returned for analysis.